Event description:
In 2008, the patient reported that her blood glucose was elevated to 200 mg/dl and there were air bubbles in her insulin cartridge. She called paramedics and they assisted her with removing the air bubbles by using an empty syringe. No treatment was provided to the patient by paramedics. She bolused 3 units of insulin to lower her blood glucose. Her normal blood glucose range is 90-150 mg/dl. The patient was resistance to troubleshoot without the assistance of her spouse. She stated that the air bubbles formed a few hours after the insulin cartridge was inserted into the infusion device. She stated that she uses room temperature insulin. On the same day that patient called back. Her husband was educated on removing air bubbles from the insulin cartridge. He was advised to use room temperature insulin and to properly adjust the piston rod prior to inserting the insulin cartridge. Upon follow up on the following month, the patient reported that her blood glucose had returned to normal. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.